Manufacturer narrative:
Further review prompted a change in the device analysis results. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that two carelink reports state the lead impedance is greater than 3000 ohms, but when the device was checked in the clinic, the impedance levels are normal. It was further reported that the quick look report displayed bipolar lead measurement when unipolar measurement was expected. The patient will continue to be monitored and followed closely. No patient complications have been reported as a result of this event.